Event description:
It was reported that the ilet user contacted support with a blood glucose of 72 mg/dl after starting a meal more than 30 minutes earlier and asked whether to announce the meal. The user was advised not to announce to avoid insulin stacking and to allow the automated system to deliver correction doses if needed. No reported symptoms with blood glucose not dropping below 72 mg/dl. Outcomes included resolution without medical intervention or hospitalization, with blood glucose rising to 78 mg/dl during the call and no further assistance required. Investigation included a troubleshooting and education session focused on timing of meal announcements and avoidance of insulin stacking. Investigation of this case revealed appropriate device function with user education provided regarding missed meal announcement protocols. It was concluded, based on previously established findings for similar reports, that the event was related to user timing of meal announcement rather than a device malfunction.